Event description:
As reported for this event by the customer, during a therapeutic total laparoscopic hysterectomy, the teflon pad of the device fell off the device into the patient. A second device was opened and the same issue occurred again. The broken pieces were retrieved from the patient. The procedure was completed successfully with a third device with no delay. There is no harm or adverse impact to the patient. The device was inspected prior to use.

Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, device evaluation, and to correct information provided on the initial and first follow up report. The lot number of d4 in the initial report (#80209) was kr174884, not kr174873. The date of h4 in the first follow up report (#99755) was jul 30, 2021, not jul 28, 2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus europa se & co. Kg (oekg) for inspection. The oekg found the followings. - the probe was broken. - upon a review of the picture provided, it was discovered that the breakage of the probe started at the area where the cracks developed. - there was a contact mark on the probe indicating that the probe was in contact with the non-insulated area. - the rear end of the tissue pad was worn out. - no tissue pads were observed to fall. - there was a contact mark on the non-insulated of the grasping section indicating that the non-insulated area was in contact with the probe. - the coating of the grasping section was partially peeled off. The exact cause of the event couldn¿t be exclusively identified. However based on the investigation photos attached by oekg and the past investigation results, the probe broken possibly occurred by the following mechanism: 1. "Seal & cut" output was activated while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad come in contact to the probe. As a result, the pad was worn away. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. "Seal & cut" output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added some load. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The event can be detected/prevented by following the instructions for use which state: - during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad. - if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, based on past investigation results, the following step-by-step scenario likely caused the event: 1. Due to performing output while grasping nothing (including the case the user kept activating after cutting tissue), the distal end of the tissue pad was peeled off. 2. The peeling of the tissue pad was falling because the tissue pad added some load. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.